Manufacturer narrative:
Additional information: the spider device was not stuck on the bifurcation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned along with a 6fr sheath, and with the tip detached distal to the anchor pockets. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID unk-ply-spider (unknown serial/lot); product type: 0672-support and embolic protection; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of plaque in the proximal segment of the left superficial femoral artery using the atherectomy th plus 6f device, moderate resistance was encountered while advancing the device. After successful use in the proximal segment, the device was removed, cleaned, and reinserted to treat the distal segment. On the second insertion, difficulty was experienced tracking the device over the aortic bifurcation, and the device became stuck at the bifurcation within the sheath. The physician pulled on the catheter, resulting in detachment of the nosecone tip within the sheath. The non-medtronic sheath was noted to be mangled near the tip. The entire sheath was removed over the spider wire, a new sheath was inserted, and the spider was removed using a crossing catheter. The procedure was completed with percutaneous transluminal angioplasty using a non-medtronic balloon. No patient complications have been reported as a result of this event.